Event description:
It was reported that when the pt went for an adjustment following a lap band procedure, there was difficulty accessing the port. No pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.